Event description:
It was reported that the customer had a high blood glucose level of 448 mg/dl. Customer did not have breakfast but had coffee with cream. Customer did not take insulin for that and had a couple of chips. Customer went to bed and their blood glucose level went up to 448 mg/dl. Customer needed assistance with inserting the sensor. Customer changed their set about 2 days ago. Customer has been treating with the pump. Customer also takes allergy medication and their trainer has been changing their settings. Customer ran a manual prime and the insulin exited the tubing. Customer was walked through the insertion of a sensor, but stated that they will call back to finish troubleshooting. Customer also had a low blood glucose level of 44 mg/dl. Customer drank orange juice to treat. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.